Manufacturer narrative:
The event occurred outside of the united states.while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller alleges cannula is getting loose by itself or the plaster is damp; this is the fifth cannula from the same lot. No adverse event reported. No product will be returned.